Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the end user was testing the unit and there was a pop heard and the unit smelled like electrical overheating. The biomed has checked the log and found error code messages of various combinations of 24v, +12v, -12v, and power fail failures. The customer reported there was no patient involvement.